Event description:
It was reported that the data was corrupted in the ICD and displayed invalid diagnostic data. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis shows a diagnostics problem. The s2d file shows a parity error count=7, between (B)(6) 2011 and (B)(6) 2011.